Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 24-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer didn't open. A technical support specialist (tss) logged in and used the locate feature, and the drawer opened. The user signed back in, and the drawer opened, allowing the medication to be issued. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, drawer didn't open. The customer reported that a malfunction took place when the user tried to dispense medication (tramadol 50mg) to the patient. However, there were no delay or adverse events or injuries reported based on this event.